Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the tip of the catheter detached within the patient while still on the guidewire. This occured when needing to torque the catheter at a 45-90 degree angle to opacify arterial anastomosis/ostium. Tip of the catheter was successfully removed by the provider. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. A photograph was provided by the account photos provided allowed for a limited evaluation. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and only no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.